Event description:
On 2/6/92 patient admitted with diagnosis of asthma with precipatating factor being latex sensitivity. Vinly gloves are worn by patient. It would appear sensitivity is from airborne latex. Patient also experienced a reaction to IV insertion. Verbel report of ig e done indicates within normal limits.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.